Event description:
I have been using my philips dreamstation CPAP for many years now. I have noticed for years heavy black debris on the filter and I have to change the filter often to the point that I even ran out of filters and had to order some on (B)(6). What was sent with my order should have been enough. I never thought to link this issue with my CPAP, but I have constant headaches to the point I have to take bc almost daily, I have a daily and persistent cough, and I seem to have a sinus infection often. I have also noticed the past few months that my CPAP mask seems to be burning my face as the skin is peeling where it is placed. FDA safety report ID# (B)(4).